Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusions. The customer changed the pump supplies multiple times. The customer had disconnected from the pump. A system check was performed using the current pump supplies and the non-tandem cannula was found to be kinked; however, the customer did not think that the pump was "pushing enough insulin through the tubing/luer lock". A new cartridge was loaded and insulin was observed to be exiting the tubing with no reported issues. The customer reported that pump therapy would be resumed.